Manufacturer narrative:
The broken nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Because the nail was not available an inspection of it was not possible. The provided x-ray shows that the nail broke at its proximal hole. According to the customer the nail was implanted for approx. 5 months; the patient came to hospital due to domestic accident. Therefore it is most likely that the patient was fallen. Furthermore it is reported that the patient is obese (overweight). Both issues (additional trauma and obesity) are IFU-listed adverse effects that can lead to implant failures like breakages. Therefore it is very likely that the nail broke due to the patient¿s domestic accident after approx. 5 months, maybe contributed by patient¿s weight. Because no deviations were found in the DHR a manufacturer related issue can be excluded. Based on the given information the case is attributed to the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
The nurse reported to sales rep that a gamma nail implanted 4 months ago was found broken and a revision surgery has been performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The nurse reported to sales rep that a gamma nail implanted 4 months ago was found broken and a revision surgery has been performed.